Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date, one of the depth gauges, unable to be specified, from the compact hand foot set caused a sharps injury to the surgeon. All of the depth gauges from all of the sets have been inspected and no reason for a sharp hazard can be seen. The instruments have been put back into the sets. No additional information is available. This report is for an unknown depth gauge. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.